Event description:
During CT examination the pt experienced an extravasation. It was estimated by the facility that 92 cc of contrast extravasated throughout the right extremity. An arm scan was done, however, the films were made available. The pt was observed and released. No further med intervention was required.